Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. Device manufacture date: monitor - 08/17/2017; belt - 01/31/2018. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was the patient's rhythm self-converting to a slower rhythm 29 seconds before the treatment shock was delivered. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. Details surrounding the time of the event were not reported. The patient was admitted to the hospital due to the device alarms. The patient's initial life threatening rhythm was ventricular tachycardia (vt) at 250 bpm self-converting to bradycardia at 30 bpm 29 seconds prior to the delivery of the treatment shock. The post shock rhythm was sinus rhythm at 70 bpm with pvcs. The response buttons were not pressed during the treatment. The patient remained hospital and continued wearing the lifevest.